Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an ipg replacement procedure 14jun2022 the patient had a competitors battery implanted. It is unknown when or why the ipg being reported was replaced for the competitors device.

Event description:
Related manufacturer reference number: 1627487-2022-04652, 1627487-2022-04653. It was reported that during an ipg replacement procedure (B)(6) 2022 the patient had a competitors battery and leads implanted. It is unknown when or why the ipg and leads being reported were replaced for the competitors device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.